Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent emergent endovascular repair of a thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses (tgt3115/8401046, tgt3420/8433265). The patient's blood pressure had dropped to approximately 50 mmhg prior to device implant. Two endoprostheses were deployed just above the left subclavian artery. Intra-procedure imaging did not reveal endoleaks, and the procedure was concluded. On the same day as the initial procedure, the patient suffered from consciousness disturbance due to multiple cerebrovascular infarcts. Also, reduced cardiac function was revealed. Medications were given to treat the reduced cardiac function, but consciousness disturbance was just monitored. On (B)(6) 2011, in one-month follow-up study, consciousness disturbance as well as reduced cardiac function still remained. Aneurysm diameter was 60 mm. On (B)(6) 2011, the patient was discharged of the hospital and transferred to another facility. The patient was withdrawn from follow-up studies.